Manufacturer narrative:
Block g4 (premarket/ 510(k) #) has been corrected. Block b5 has been updated with the additional information received on february 1, 2025. Block h6: imdrf device code a010402 captures the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. A computed tomography (CT) scan was performed five weeks after the stent placement procedure, and it was noted that the stent was still in the position. The physician decided to remove the stent at 6th week post stent placement. A second computed tomography (CT) scan was performed, but it was noted that the stent had moved to the splenic flexure. To remove the stent, another colonoscopy procedure was performed, and the stent was removed using forceps. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent migrated to the splenic flexure. According to medical safety, the device was likely implanted transgastric to the intestine since the device is too big to migrate from stomach to the splenic flexure if implanted on-label. Per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the intestine. Additional information received on february 1, 2025: it was reported that during the 6th- week follow-up, it was observed that the stent had completely migrated out of the body. Additionally, the condition for which the patient was being treated had been cured.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. A computed tomography (CT) scan was performed five weeks after the stent placement procedure, and it was noted that the stent was still in the position. The physician decided to remove the stent at 6th week post stent placement. A second computed tomography (CT) scan was performed, but it was noted that the stent had moved to the splenic flexure. To remove the stent, another colonoscopy procedure was performed, and the stent was removed using forceps. The patient's indication was resolved at the time of migration. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration.